Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The user successfully loaded a new cartridge and resumed insulin delivery. The reported issue did not impact the user's blood glucose (bg) level. Reportedly, the user experienced a low bg level of 49 mg/dl due to not eating enough food during the day. The user ate food to address bg level.